Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was downloaded. Functional testing found the dso sensor was defective. The dso seal and sensor were replaced.

Event description:
It was reported that the device was for repair. There was unknown patient involvement. Analysis of the device found that the downstream occlusion (dso) seal was damaged and the dso sensor was faulty.